Event description:
The customer contacted baxter's service center regarding a check patient line alarm; which occurred on the homechoice (hc) during initial drain. The drain volume (dv) was equal to 0ml. The technical service representative (tsr) had the home patient (hp) check for kinks, closed clamps, fibrin, open/close the transfer set 5 to 6 times and remove the tape from the patient line. The hp reports a lot of air in the patient line. The tsr instructed the hp to start over with new supplies. The tsr assisted the hp to end therapy. The hp was told to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Additional information received: baxter product surveillance contacted the home patient (hp) (B)(4) 2012 the regarding reported problem. The hp stated they did start over with new supplies that evening, and they were able to continue therapy okay. The hp stated they checked everything, and they do not know why there was a bunch of air in the line. They stated they did not notice anything unusual or out of place. The hp stated they did talk to their doctor and nurse regarding the air and the alarm, and everything is okay. They stated they did not need medical attention due to the reported problem and is doing very well. The hp stated they do not have any supplies available from then for evaluation, and they do not recall the lot number. The hp stated overall therapy is going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.